Event description:
Pt undergoing tonsillectomy. Dr using hand control/valley lab bovie with weck ent tip and bovie burned inside corners of lip - right and left. Tip used on valley lab handle # e2515h, lot 52877, coagulation setting 30, bovie rem pad in place.